Manufacturer narrative:
(B)(4) case number: jp16002112 (literature case) importer's report number: (B)(4) follow-up 1. CAPA comments: no additional comments for follow-up report. Manufacturing narrative: no additional comments for follow-up report. Pharmacovigilance comment: no additional comments for follow-up report.

Event description:
This literature case, jp16002112 fu 1 received on 25-may-2016: follow-up information was received on 25-may-2016 from the physician (one of the reporters of the previous literature report). The product name of the hyaluronic acid injection used in this case was unknown. The patient received the treatment with hyaluronic acid at the nearby cosmetic surgery clinic on (B)(6) 2015. No further information is available.

Manufacturer narrative:
(B)(4). Meddra: feeling abnormal, visual impairment, eye movement disorder, retinal artery occlusion, ischaemia, off label use. CAPA comments: the events feeling poorly, extraocular muscle disorders and ocular artery occlusion are not explicitly mentioned in the labeling but are already known risks following administration of a filler product and assessed to be a direct consequence of the primary labeled events of vascular compromise, ischemia and visual disturbance. The occurrence of the event will be continuously monitored within the normal device vigilance process. No further corrective action initiated. Manufacturing narrative: treatment with unspecified product, no lot no was provided. Pharmacovigilance comment: a causal relation between the events and the treatment with unspecified hyaluronic acid seem possible. As similar adverse events also can occur after injection with other substances in the same area, the adverse events are assessed as related to the injection procedure and not specifically the product. Due to its severity the case is assessed as serious. (B)(4)

Event description:
This literature case, (B)(4), received on 05-apr-2016 describes the following case: the case concerned an (B)(6) female patient. Immediately after receiving hyaluronic acid in the dorsum of nose for augmentation rhinoplasty at a nearby cosmetic surgery clinic, she felt poorly and experienced blurred vision in the right eye. The symptoms did not improve, for which she visited a nearby ophthalmology clinic 2 days later, and was referred to the reporters' department. When visiting the reporters' department for the first time, she presented with right visual acuity (visus dexter, vd) of 0.4 (1.2), impaired adduction and depression of the right eye, dilated pupil, papilloedema, and retinal whitening similar to that of retinal artery occlusion. Humphrey field analyzer showed that the absolute scotoma extended upward. Fluorescein angiography showed delayed retinal artery perfusion. Contrast enhanced CT did not show any inner canthus arteries of the right eye. MRI showed oedema on the right medial rectus muscle and inferior rectus hypertrophy. Right ocular artery occlusion due to the injection of hyaluronic acid was considered, and steroid pulse therapy was given for ischaemia. Thereafter, the extraocular muscle disorders resolved, and the retinal whitening disappeared. However, the visual field disorders remained. Injection of hyaluronic acid for augmentation rhinoplasty can cause serious ocular complications as in this case.